Manufacturer narrative:
It is anticipated that the product will be returned for evaluation, but the product has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
The balloon of a 2.5 x 13mm cypher select + burst at 8atm while placing a stent in a proximal right coronary artery (rca) lesion. The lesion was described as 90% stenosed and calcified. After pre-dilation, the lesion was 50% stenosed. Ultravist contrast media was used at a contrast to saline rotation of 40 : 60. The balloon re-wrapped properly and the stent delivery system was easily removed from the patient with no injury to the patient. A high pressure balloon was used to post-dilate the stent.